Manufacturer narrative:
No ge healthcare service representative has been on site to confirm the reported fault. Technical support has recommended replacing the central processing unit to correct the issue. No report of patient involvement.

Event description:
The hospital reported the unit alarmed 'software watchdog failure'. There was no report of patient involvement.